Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with pure aortic insufficiency, the valve was recaptured numerous times (approximately between 8-12 times) because the valve was not able to be anchored in the ideal position. Following the final recapture, partial detachment within the delivery catheter system (dcs) was reported on fluoroscopy. The dcs was removed from the patient. The team attempted to open the system, however the proximal part of the capsule detached between the capsule and the shaft, making it impossible to retrieve the valve from within the capsule of the dcs. It was reported the capsule detached as a result of the numerous recaptures. A new transcatheter valve was loaded onto a replacement dcs. The valve was deployed and released from the dcs. The procedure took approximately four hours, and a significant amount of contrast medium used. It was reported that the patient's kidney condition was monitored. Of note, it was reported that the patient had kinking in the descending aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: procedural images were provided for review. The valve load inspection was provided for review and shows an adequate load. The stated ¿partial detachment within the delivery catheter system (dcs) was reported on fluoroscopy,¿ cannot be confirmed from the images provided. The reported positioning difficulties cannot be seen in the images provided. A severe bend described as ¿kinking in the descending aorta¿ can be confirmed in the provided images. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The event description states that the valve was recaptured numerous times (approximately between 8-12 times). The device instructions for use (IFU) states ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ this indicates off label use. Capsule separation may occur due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. It was reported that the capsule detached as a result of the numerous recaptures. The evolut pro system is not indicated for use in patients presenting with aortic insufficiency. Per the evolut pro system IFU, ¿the medtronic corevalve evolut pro system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy.¿ this indicates off label use. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.